Event description:
The user reported that after about 15 mins of operation the unit would give a "lead fault"error and then reset itself. There was no pt involved. The problem was defective power supply. No reason for the power supply failure was determined. The event is not occurring more frequently or with greater severity than is usual for the device.